Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo is attached to the complaint file. The image captures the luer hub connected to a valve, partially protruding from inside the luer hub, the stent can be seen partially expanded and detached. No other damage was observed. A manufacturing record evaluation was performed for the finished device 31634751 number, and no internal actions related to the malfunction were identified. The issue regarding stent being impeded in microcatheter hub cannot be evaluated based only on the available image. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9633177) was impeded in microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31634751) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. Flushing was used during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6, and h11. Complaint conclusion: it was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9633177) was impeded in microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31634751) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. Flushing was used during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the luer hub connected to a valve, partially protruding from inside the luer hub, the stent can be seen partially expanded and detached. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a y-connector was attached to the luer hub of the microcatheter. The stent component of the associated enterprise system was detached and compacted in the luer hub of the microcatheter, along with the enterprise's introducer. The associated stent was retrieved, and the positioning coil of the associated delivery wire was found broken and stuck in the stent. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.